Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigators noted corrosion in the battery compartment. Leak test performed; failed due to battery compartment leak. Battery compartment damaged; cracked at the battery compartment threads down through the bumper and below the bumper at the case seal. Unable to power up pump due to the corrosion and damage at the battery compartment. Battery cap was not returned with the pump; test cap is not able to tighten securely to pump. Pump was opened; no further evidence of moisture found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.